Event description:
Pt had been infusing hydration fluids. When pt went to switch bags, they could not infuse because the pump kept saying "up occlusion". Tried multiple attempts to fix the pump but it was not faulty. Depressed the blue button which allows free-flow through the tubing - no fluid flowed through.